Manufacturer narrative:
Other applicable components are: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl (1500mcg/ml at 1345mcg/day) and dilaudid (8mg/ml at 7.17mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump was refilled on (B)(6) 2019 with fentanyl (5000mcg/ml at 1684.4mcg/day) and dilaudid (12mg/ml at 4.04mg/day). The secondary drug (dilaudid) had an incorrect concentration listed in the programmer (15mg/ml was entered, should have been 12mg/ml). The manufacturer representative was able to update the second drug to the correct concentration and update the pump without disturbing the bridge bolus that was in progress. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the new tablet was used to resolve this event. The initial reported was the physician assistant (pa) who did the refill. There were no further complications reported at this time.